Manufacturer narrative:
Reporting institution name: (B)(6) hospital.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device is unable to pass the self-test. There was no reported patient involvement. The fse evaluated the device onsite and determined this was a malfunction of the paddles. The fse cleaned the paddles and paddle tray and the device was returned to full functionality. The device remains at the customer's site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was caused by user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse cleaned the paddles and paddle tray and the device was returned to service. The absence of further calls supports that the reported problem has not recurred and was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.